Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus. Although, there were non-reportable (non-pae) defects noted and confirmed, the reportable malfunction could not be reproduced. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reportable malfunction "light source malfunction. Lamps are often on and off repeatedly." Could not be confirmed, and the specific root cause of the reportable malfunction could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the light source turned on and off repeatedly. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.